Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it has been determined that the device did not cause or contribute to the reported event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00576401752 - femoral component option for cemented use only size g right - 63790792. 00598604702 - stemmed nonaugmentable tibial component option cr/ps/lps size 6 for cemented use only - j6806028. 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 65328270 unknown - unknown cobalt cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Approximately 3 years post-op, the patient is pending a revision due to pain and swelling. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the records indicated that no intraoperative complications were reported, although the procedure was noted to be more technically challenging and prolonged due to the patient¿s weight. The patient's post-op pain and swelling was reported approximately 3.5 years post-op. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.